Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported observing a fluid leak after treatment was completed. The patient did receive a previous alarm indicating air was detected in the cassette and drain complications. Follow up with the patient's peritoneal dialysis nurse indicated that the patient did not receive any medical intervention and that the patient continued to perform treatments with no complications. Complaint samples have been requested.